Event description:
During surgical procedure bair hugger tubing placed under covers to warm pt. Tube not connected to blanket. Placed at level of ankle between legs. When covers removed, inner leg area red & blistered.